Manufacturer narrative:
(B)(4)

Event description:
Procedure type: unknown. According to the reporter: egiaustnd +egia30av were applied to the renal vein + artery. This was the third load used with the egiaustnd. While firing a "pop" sound was heard and the stapler would not continue to fire. They had to cut the stapler out of the patient. Was the device used in patient: yes there was no unanticipated tissue loss, no unanticipated ext. Of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. No device fell in patients cavity and no device fragment left in patient. Unknown if the jaws of the stapler locked on the tissue, they knew it had not fired all the way so they did not want to open the stapler. The original staple line corrected by suture the lot number for the egia 30 articulating vas/med sulu was unknown. No reinforcement material used in conjunction with the stapling device. Unknown if any tissue damage as a result of this problem. All was completed with suture. Unknown if the damage irreversible. The last known patient status is unknown.

Manufacturer narrative:
(B)(4).